Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating shock impedance measurements that rose greater than 125 ohms. A similar fluctuation in rv pace impedance measurements were observed however, remained within normal range. Technical services (ts) discussed troubleshooting options with the health care professional (hcp), including conservatively considering an x ray. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.